Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump stopped responding back in july. The customer's blood glucose level would not transfer over to the insulin pump. The customer changed out the battery but the issues persisted. The act, b, and up arrow buttons did not respond. The insulin pump was exposed to sweat. The customer was on their backup plan. Before the call was disconnected the insulin pump alarmed unexpected restart. Customer's blood glucose level was not reported. Troubleshooting was not possible because the keypad was unresponsive. The customer was advised that the device would be replaced and agreed to return the product for analysis.